Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right atrial (ra) lead due to high/undefined pacing impedance. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.